Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too many units for the food consumed. At the time of the reported call, tandem technical support confirmed that the full bolus of 5.26 units had been fully delivered. Blood glucose level was 118 mg/dl at the time of the reported event. The customer confirmed having glucagon injections available to prevent an adverse impact. Although requested, the customer declined assistance from tandem technical support.